Manufacturer narrative:
Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 berlifine® micro pen needles 31g x 8mm with pentapoint¿ technology were unable to deliver insulin or medication. The following information was provided by the initial reporter : one pharmacy complained that the cannulas were not working properly as too little insulin came out.

Manufacturer narrative:
Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 berlifine® micro pen needles 31g x 8mm with pentapoint¿ technology were unable to deliver insulin or medication. The following information was provided by the initial reporter : one pharmacy complained that the cannulas were not working properly as too little insulin came out.

Event description:
It was reported that 2 berlifine® micro pen needles 31g x 8mm with pentapoint¿ technology were unable to deliver insulin or medication. The following information was provided by the initial reporter : one pharmacy complained that the cannulas were not working properly as too little insulin came out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-21. H6: investigation summary sixty five sealed and six open 31g x 8mm pen needle samples were returned from lot. No. 0140224, cat. No. 320694. A clog test and a functionality test as per q-sop-183-dl was carried out on the six open samples along with twenty four sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be carried out.